Manufacturer narrative:
Customer quality (cq) engineering investigation: this complaint is confirmed. Device tip is broken as reported. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. Visual inspection device tip is broken as reported. An oblique break occurred. Additionally, the remaining distal most 3mm is twisted approximately 20 degrees in the direction of resistance met during screw insertion. The sheared off tip fragment was not returned. A measurement of the device's cross section at location of breakage could not be accurately obtained at cq due to the oblique fracture pattern. DHR review for part # 03.130.010 lot # h210771 no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Most likely due to application of excessive torque as evidenced by the tips twisting on all 3 devices and ultimately breaking on 2of3 devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown).

Manufacturer narrative:
Date should be (B)(6) 2017. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part 03.130.010; lot h210771, DHR review for part # 03.130.010 lot # h210771, release to warehouse date: 30 may 2017, expiration date: na, manufactured by (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 3 t-4 screwdriver heads are broken off inside the screws during a both bone fracture both radius and ulna on (B)(6) 2017. All screw head were retrieved. The surgeon was able to us and another similar screwdriver from the synthes screw removal kit. He than took a identical screw from a old variable angle module set to complete the fixation. There was a 15 minute delay. No further medical intervention was necessary and the surgery was completed successfully. This complaint is for 3 devices. This report is 1 of 3 for (B)(4).